Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user experienced an alert 65 and chose to disconnect from the ilet pending receipt of a replacement device, transitioned to backup subcutaneous insulin therapy, and monitored glucose with a dexcom g7 continuous glucose monitor (cgm). The user reported a glucose of 75 mg/dl trending down then later 210 mg/dl without symptoms, and the prior device return was arranged via a carrier. Investigation of this case revealed insufficient information regarding a device problem and device component, with no findings available. No clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.